Event description:
Account said if bed is raised, the head hilow will drift slightly, lockouts come on, and he gets a head hilow unexpected motion failure. There was a patient in bed when failure occurred. No injuries reported. Bed in surgical unit.

Manufacturer narrative:
Technician replaced motor pcb and head hilow still drifted, so technician also replaced motor. Both parts resolved the initial problem. Safety check passed.